Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced displayable history crc check failed at startup alarm, unexpected restart and external ram crc error. Customer's blood glucose value was unknown. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the alarm did not occur during normal use. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No external ram crc or unexpected restart alarms were noted. No damage was found on the interface board. The displayable history crc alarm was confirmed in the history file due to a corrupted history file. The pump had a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window.